Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 ag self-test for her performed on (B)(6) 2022. The consumer was symptomatic to covid-19 and have runny nose and cough. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 ag self-test for her performed on (B)(6) 2022. The consumer was symptomatic to covid-19 and have runny nose and cough no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use device.